Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and heavily calcified concentric de novo lesion in the mid left anterior descending artery. The balloon on a 2.0x20mm min trek balloon dilatation catheter (bdc) ruptured at 6 atmospheres during pre-dilatation. The procedure was successfully completed with a non-abbott bdc and non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.